Event description:
It was reported that during preparation stent damage was noted. When the device was opened, the stent struts were noted to be protruding.

Manufacturer narrative:
Device evaluated by MFR: a tactile and visual examination found the unit with no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were no kinks or damage noted along the shaft of the device. A visual and microscopic examination found that the stent was damaged. Struts on some of the centre rows raised and misaligned. The stent diameter at the point of damage was measured to be approximately 1.7mm measured with a digital snap gauge. The average diameter along the undamaged portion of the crimped stent was approximately 1.2mm which is within specification. The internal diameter of the stent protector is 1.34mm and the remaining portion of the stent is in spec and compatible with the stent protector. The damaged portion of the stent is no longer compatible with the stent protector indicating that is was highly unlikely that the stent could have been shipped in the current condition. The inability to place the stent protector on the device during processing would have led to the device being scrapped. Based on the analysis it is possible that the damage occurred during the preparation of the device in the customer's facility; however, this cannot be confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation stent damage was noted. When the device was opened, the stent struts were noted to be protruding.

Manufacturer narrative:
Device is a combination product . (B)(4).